Event description:
Report received from (B)(6), for servicing. During servicing the device was found to have an issue with heat. The device was not being used in surgery. There was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If additional information becomes available, a supplemental report will be submitted.